Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon the package, the quality of the device was not good and was immediately stopped using. There was no patient injury.